Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after load a cartridge. The customer reload the cartridge and reported a proper estimate. The customer's blood glucose level was high but the customer was not sure of the cause.